Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced an infection. Chronic sepsis and vegetation on the patient's right atrial lead were identified. The patient's system was explanted including the patient's right atrial lead. The patient tolerated the procedure well and was stable afterwards.